Manufacturer narrative:
Qc was within the laboratory established ranges; however, it was at the lower range. Upon repeat, the qc shifted higher towards the laboratory established ranges. Unknown when the samples were run relative to the qc run. A bci field service engineer (fse): cleaned and decontaminated the ion-selective electrode (ise). Replaced the carbon bridge. Verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to ten (10) erroneous low sodium (na) results generated by the synchron lx 20 clinical system. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted. The samples were repeated and higher results were obtained and reported. Of the 10 samples, six exceeded the assay precision claims.